Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "barrel clamp is sticky." Additional notes provided by the facility¿s clinical engineering support services include: "the barrel clamp took more effort to pull out than it should, and it didn't want to close all the way unless you forced it. I opened the unit to see what could be causing this to happen and I found that the barrel clamp sensor was starting to pull away from the barrel clamp. I reseated the sensor and the problem with the barrel clamp was resolved. I noticed that the top cover of the pressure sensor was broken during this, so I replaced it with a new one. I recalibrated the unit, and ran it through all of its pm tests, with no issues." Reported problem cause description: "calibration - adjustment." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿